Manufacturer narrative:
The manufacturer did not receive devices for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Trend analysis: no trend was identified for infection. Review of event description: patient underwent revision due to infection. Other information and sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Investigation conclusion detail: the sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10-6 or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the patient. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an alloclassic, sl stem, uncemented, 5, taper 12/14 on an unknown date and was revised on (B)(6) 2016 due to infection.